Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). The expiration date entered on the follow up report#1 (MFR report# 2024168-2011-01299) was inadvertently entered as 11/30/2011. The correct expiration date is 11/30/2012.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the device yielded the following observations: the device was returned partially deployed. The suture with the posterior needle tip had been partially pulled out of the device and the posterior needle tip was loose. The posterior cuff with the link was still in the foot pocket and its tabs were undisturbed; the anterior cuff tabs were damaged and separated from the needle tip indicating a needle to cuff detachment. Base on these finding the reported cuff miss is confirmed. A posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. A proxy plunger was inserted into the device and the needle trajectory was acceptable. The posterior foot was examined and no needle strike marks were detected indicating the posterior needle was deflected outside of the foot pocket during deployment. Based on the analysis of the returned device the most probable root cause for the posterior cuff miss and subsequent failure to achieve harvesting of the suture is due to needle deflection during plunger deployment possibly caused by interaction with anatomy or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No manufacturing or quality inspection issue was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.